Manufacturer narrative:
Initial reporter phone: (B)(6). The device has been reported as discarded, therefore no product investigation can be performed, and the customer complaint cannot be confirmed. A manufacturing record evaluation was performed for the finished device 30527168m number, and no internal action related to the complaint was found during the review. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).

Event description:
It was reported that a male patient underwent a premature ventricular contraction (pvc) with a thermocool® smart touch® sf bi-directional navigation catheter. The patient suffered a cardiac tamponade requiring pericardiocentesis. The procedure was completed without any problem in the pvc procedure on (B)(6) 2021. On (B)(6) 2021, the physician said that the procedure on (B)(6) 2021 was later changed to a tamponade after the procedure was ended. The procedure itself ended without a problem. The patient is currently in an intensive care unit. The physician commented that rather than the product, the heart muscle may have become quite thick and excessively ablated. Some of the ai scores have gone up to around 700. This adverse event was discovered post use of biosense webster products. The physician¿s opinion on the cause of this adverse event was that it was patient condition related. The patient's myocardium was quite thick, which may have resulted in over-ablation. Pericardiocentesis was conducted. The outcome of the adverse event was that the patient improved. The patient required extended hospitalization because of the adverse event. The patient stayed ID/cu for 4 days after pericardiocentesis conducted. Prior to noting the cardiac tamponade, ablation was performed. There was no evidence of steam pop. It was not reported that inappropriate use was conducted without instructions for use. There were no error messages observed on the biosense webster, inc. Equipment during the procedure.